Manufacturer narrative:
.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown and generated "maintenance required code #7" error message . The iabp was swapped out and sent to bio-med to await evaluation. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the power supply because ¿maintenance error code #7¿ is an indication that the power supply fan was not working. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #7. The iabp will be swapped out and sent to bio-med to await evaluation. There was no patient harm and no adverse event was reported.